Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer blood glucose level was 400 mg/dl at the time of incident. Customer's blood glucose level was 468 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. Troubleshooting was performed and no issue was found. The customer stated that they were unable to upload insulin pump. The device will be returned for analysis.